Event description:
It was reported by service report that the pt right siderail was not able to be latched in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.